Event description:
Rptr got an unsatisfactory result from experimental excimer laser eye surgery and was not adequately warned that she would lose close vision. She was told that her corrected vision would be 40-20 but turned out to be 50-20. She said that she lost much of her close-in vision but had not been told that this could happen. She also complained that she was charged $1200 and lost 40 hrs of work time.